Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 186mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, excessive no delivery test and displacement test. The device was unable to prime during prime test and it alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor position encoder error alarm noted in the alarm history screen. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, scratched case, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).